Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned for evaluation as coil remains in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small subarachnoid hemorrhage (sah) located in the middle cerebral artery (mca) wide neck aneurysm; this coil migrated to the mca. It was reported that the coil repositioned a few times and inserted into the aneurysm completely. The coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The physician decided to remove the coil from the patient, and he began pulling the pushwire. During removal, the catheter also moved to the parent artery and coil was detached. Half of the coil migrated to the parent artery, and the coil eventually migrated to distal mca distal. The procedure was completed without further action. No adverse issue has been reported and the patient¿s condition is currently being monitored.